Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging the patient developed pneumonia. The patient was hospitalized in response to the reported event.the device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the device and found evidence of contamination consistent with keratin around the airinlet. The manufacturer found dust contamination on and in the blower.the device's downloaded event log was reviewed by the manufacturer and found zero errors logged.the manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of dust and keratin found within the device.section d9, g3, h6 has been updated / corrected.